Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that patient was check and a slightly pulled was observed on an x-ray. This right ventricular (rv) lead was then succesfully repositioned. No additional adverse patient effects were reported.